Manufacturer narrative:
Follow-up information received on 20-nov-2015: follow-up attempts were done with no response to date. Company causality comment: this is a non-medically confirmed spontaneous case report received via (B)(6). It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding. A hysterectomy was performed along with essure removal and she recovered from the symptoms. The abdominal pain and heavy bleeding (interpreted as genital bleeding) are listed according to the reference safety information for essure. In this case, the consumer stated that she suffered heavy bleeding and severe abdominal pain (among other non-serious events) after essure insertion. Initially endometriosis was suspected. However, she had a hysterectomy and no endometriosis was found during surgery. Considering the positive temporal relationship, the lack of alternative explanation and considering that essure may cause the pain and the heavy bleeding, these events are considered related to essure. This case was regarded as incident since a device removal was required. Based on available information, there is no reason to suspect a causal relationship of the reported adverse event to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043443) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer had an essure performed and thereafter, she suffered heavy bleeding; periods every 15-20 days lasting 10 days at a time; severe abdominal pain; chronic fatigue; headaches; anxiety; and depression. She spoke with her internist and her gynecologist about the symptoms; they switched medication, did endometrial biopsies, and did transvaginal ultrasounds, all with no result. On (B)(6) 2015, she had a total hysterectomy under the assumption she likely had endometriosis. Her gynecologist removed her uterus, fallopian tubes and cervix, but he found no endometriosis during the surgery. The pathology report showed a normal result. There was no other explanation for these symptoms starting after her essure procedure. She stated that otherwise she is extremely healthy woman. Her medical records from internist, gynecologist and therapist would all corroborate her symptoms and those symptoms coinciding with the essure procedure and lasting up until the hysterectomy. The consumer mentioned a required intervention but did not specify to which event. Ptc investigation result was received on 20-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding. A hysterectomy was performed along with essure removal and she recovered from the symptoms. The abdominal pain and heavy bleeding (interpreted as genital bleeding) are listed according to the reference safety information for essure. In this case, the consumer stated that she suffered heavy bleeding and severe abdominal pain (among other non-serious events) after essure insertion. Initially endometriosis was suspected. However, she had a hysterectomy and no endometriosis was found during surgery. Considering the positive temporal relationship, the lack of alternative explanation and considering that essure may cause the pain and the heavy bleeding, these events are considered related to essure. This case was regarded as incident since a device removal was required. Based on available information, there is no reason to suspect a causal relationship of the reported adverse event to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.